Manufacturer narrative:
Note: this regulatory report was previously submitted on 21-feb-2018 as regulatory report # 3006340236-2017-00028 ¿ 1 with "follow-up" marked.. Per request, it is being resubmitted as an initial report. The tcs implant inserter was sent back to the titan spine contract distribution center. At the titan spine contract distribution center, the tcs inserter was inspected and was found to be conforming to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during an acf c5-c6 level surgery, the surgeon had some trouble disengaging an implant. The surgeon experienced cross threading between the threaded inserter and the implant, making the disengagement between the two difficult. Once the surgeon disengaged the implant, he did not like the fit of the implant inside the patient's disc space. The surgeon removed that implant and used another implant instead which was satisfactory. The surgery was completed successfully. There was no reported adverse effect to the patient.